Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead's screw mechanism would not work and the lead could not be fixed into the muscle. The lead was not used and replaced. No patient complications have been reported as a result of this event.